Manufacturer narrative:
Correction g3. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the following investigation, it was surmised that the cause was the faulty g1 board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that the olympus high-definition lcd monitor was losing power during an unspecified procedure. There was no patient harm reported as a result of this event.